Event description:
About eight months post-op, the pt experienced thigh pain and the nail was found to be broken. The broken nail was revised with another g/k nail. No adverse consequences to the pt were reported.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany indicate there is insufficient information provided to determine the cause of this event.